Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient¿s insurance would not allow the pump therapy to continue. The patient had the pump voluntarily terminated. The pump was shut off. The pump was scheduled to go elective replacement indicator (eri) in a few months. The empty pump has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine 5 mg/ml; dose unknown, bupivacaine 40 mg/ml; dose unknown and fentanyl 5000 (primary) mcg/ml 690.9 mcg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the patient missed a refill and the pump was empty. The pump has run empty because insurance will not cover the procedure. The therapy was not intentionally discontinued. The hcp would like to turn the pump off. No symptoms were reported. No further complications were reported.